Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the psu of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The psu has not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the positioning sensor unit (psu) of the navigation system would not recognize instruments. There was no patient present when this issue was identified. No additional information was provided.